Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer froze and presented with a black screen; there was a problem with the x-y board, and errors were found in the logs. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer presented with a black screen and a message, and the programmer was frozen and unable to be used. The programmer was returned for repair. There was no patient involvement.